Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to the device not working. A revision surgery was performed in which the existing device was removed and a new system was implanted. During the procedure a pin size hole was identified in the balloon. The patient did not experience any additional adverse events and all signs looked good following the procedure.